Manufacturer narrative:
The investigation confirmed that a lower than expected (B)(4) quality control result was obtained while using the vitros eci immunodiagnostic system. The investigation determined that the root cause of this event was most likely instrument related. An ocd field engineer found that 'as needed' maintenance to the signal reagent metering and incubator subsystems were required to return the instrument to expected operation. Performance tests confirmed that the instrument was operating as intended with no recurrence of the event.

Event description:
This customer obtained a lower than expected vitros (B)(4) quality control result while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report that (B)(4) patient results were affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).